Event description:
Caller reported that the touchscreen was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump for the customer. The customer will rely on manual daily injections (mdi) in the interim.